Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that during the refill operation, after having set a new dosage of the drug, the patient could not start the therapy because repeated communication failures occurred between the control unit and the implanted pump. The refill operation with change of drug dosage was completed using another control unit. No patient adverse consequences have been reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that since the control unit was not returned for investigation, and with the available information contained within the file are not enough to provide a probable root cause. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device unavailable.

Manufacturer narrative:
The complaint was re-opened as the control unit was returned for investigation. The control unit was returned without the accessories. The functional test was conducted and included the following: ¿ the cu was cleaned with alcohol, ¿ the cu switched on without being plugged on the mains, ¿ the communication was possible between the cu #07m01524 and the pump test s/n: (B)(4). ¿ 10 last transaction logs were printed. Based on the complaint investigation results, the cu was sent to the supplier to verify the pll output signal on december 12th 2013. The analysis of the supplier confirmed the defect observed during the complaint investigation and observed by the customer. The measurement of the data demodulation signal using an oscilloscope demonstrated that the pll output signal was at 48.72% which is slightly out of specifications (50% +/- 1%). When this measurement is borderline with the requested specifications intermittent communication can be observed. The complaint was confirmed based on the correlation of both investigation results. The cu could not communicate properly with the pump due to the pll output signal borderline with the expected specifications. A DHR review was performed for the product 91-4205 s/n: (B)(4) (lot: ckfdl5) and no discrepancies were observed during the manufacturing process. The lot was released on may 4th 2009. The root cause of the defect reported by the customer was identified to be an abnormal setting of the fsk demodulator circuit of the control unit pcb1. The root cause and the corrective action was investigated and documented through the (B)(4). Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.